Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 3.50 x 38 stent delivery system was returned for analysis. The hub of the device was not returned therefore there is no lot number to reference. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no hub attached to the device. There was a break in the hypotube 1060mm proximal of the hypobond area. This type of damage is consistent with excessive force being applied to the delivery system as a result of trying to cross a severe calcified, tortuous lesion. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis on (B)(6) 2016. It was reported that crossing difficulties were encountered and shaft kink occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. Following dilatation with a balloon catheter, a 3.50mmx38mm synergy drug-eluting stent was advanced for treatment; however due to severe calcification, the stent failed to cross the lesion. Several attempts were made to cross the device and it was noted that the shaft got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed hypotube break.